Event description:
Material #309647. Lot #4303111. It was reported that the bd syringe 5ml ls sp125 tip broke. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Mckesson- I have a customer complaint about a box of 5cc syringes. The tip broke off of one. So, the meds had to be disposed of. I have the lot and expiration if needed. Product#: 309647. Lot#: 4303111. Additional information provided: 1. Any physical sample available for investigation of affected product? We do not have any physical samples available. I have pictures attached identifying the issue. 2. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Unknown. 3. How was the patient outcome? Are there any clinical signs, health consequences or impact? No, just loss of drug. 4. Any adverse event or serious injury reported to patient or health care professional? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - tip breakage. One photo was provided to our quality team for investigation. The photo shows one loose syringe with an unknown blue attachment connected to the tip which is broken off at the base of the barrel. It cannot be confirmed from the photo provided that the reported condition originated at the manufacturing plant. Unused physical samples are required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 4303111. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided